Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 440 mg/dl and ketone level was high. Insulin was delivered via insulin pen to address bg. Pump system check was performed with tandem technical support and air bubbles were observed in the infusion set tubing. Contact declined to provide further information.